Manufacturer narrative:
Edge of device broke skin potentially due to movement of patient from application location chosen for device. Discomfort and irritation were able to be replicated with similar devices. It was found that friction and extensive movement of the wearer could cause the soft bandage material to crush/wrinkle. This compression of the bandage exposed an edge of the stiff plastic hook on top as it retained its structure. The risk file for this product line was updated to include this risk not previously identified. It was decided to that the IFU for the product line should be updated to include a statement regarding wear and tear on the device. An action item was added to an existing CAPA within the quality management system to facilitate this corrective action. Details and completion of this corrective action to complaint (B)(4) will be maintained in ai-0162 within CAPA (B)(4).

Event description:
Customer reported that sharp edge on product broke skin of patient

Manufacturer narrative:
Device was discarded by customer and will not be returned for evaluation. A sample from current inventory was pulled and attempts to recreated the reported issue are under investigation. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use are being reviewed for adequate warnings on the proper use and application of the device. Manufacturer reference file (B)(4).

Event description:
Customer reported that sharp edge on product broke skin of patient.